Event description:
The account generated a false positive architect stat troponin-I of 0.113 ng/ml on a patient which was questioned by the physician. The same sample was repeated later in the afternoon with both negative, 0.0 ng/ml, and positive, 0.082 ng/ml architect stat troponin-I results. The account uses a troponin cutoff of 0.028 ng/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of ticket trending did not identify an increase in complaint activity related to the complaint issue. However a review of the lot search data for likely cause lot 61948un13 did identify an increase in complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 61948un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction since the issue involves a discreet sample and per the complaint text a reproducibility test utilizing quality control material produced acceptable results indicating a sample specific issue. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I reagent package insert addresses the customer's issue and provides conditions that may cause erroneous results. No additional issues were identified.